Event description:
It is reported that the surgery was delayed for 30 minutes due to the fact that after impacting the cup into the acetabulum, the inserter would not screw off and disassociate from the implant. The cup was taken out of the body and still would not screw off of the inserter. After much force, the cup finally came loose. Again the cup was only hand tightened on the inserter, impacted into the acetabulum and again would not disassociate from the implant. Another inserter of the same catalog number was tried and the same thing happened.

Manufacturer narrative:
Eval summary: the mating acetabular shell component is unk and the condition thereof is unk. The exact field ages of the inter-op shell aligners and the frequency of their use is unk. The surgical notes are unavailable. The surgical technique used is also unk. Based on the above info and observations, the seizing of the shell aligners onto the shell may have been due to one or a combination of the following mechanisms. The shell aligners may have been cross-threaded. Over-tightened, or over-torqued onto the shells, which may have caused the assembly to seize succeeding impaction. Alternatively, as the condition of the mating acetabular shell component is unk, thread damage of the polar hose of the mating shell after the initial attempt to seat the shell may have increased the difficulty in assembly and disassembly of the components. However, the exact cause of the current situation cannot be conclusively determined. Both instruments were returned in good condition with only minor thread deformation. The impactor rods were found to be conforming to the appropriate thread and ring functional gauges. The devices were dimensionally analyzed and found to meet print specs where could be measured and the device history records were reviewed and found to be conforming. The impactors have potential field ages of less than 1.5 years.